Event description:
The customer reported to olympus the evis lucera elite duodenovideoscope, had a stent blockage. The procedure was therapeutic. The procedure was completed using the same set of equipment. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the insertion section forceps channel had a foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: residual liquid or foreign material come out of channel tube; due to clogging of channel tube, forceps cannot be inserted; due to clogging of channel tube, the tube cleaning brush cannot be inserted; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; crack of adhesive on bending section cover or distal sheath rubber has a white-clouded area; due to clogging of channel tube, suction volume does not meet the standard value; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported foreign material/stent in the instrument channel could not be determined, however, it is likely that the stent was folded and stuck in the forceps channel, making it impossible to remove during device cleaning/reprocessing. Reprocessing survey info: - was the device cleaned, disinfected, and sterilized before being sent to olympus? - yes. - was there a delay in the start of pre-cleaning? ¿ no answer. - did the customer aspirate the water through the instrument/suction channel? - yes. - were there any abnormalities in the accessories used for reprocessing? - no. - did not soak the endoscope in cleaning solution. - was the air/water nozzle wiped/brushed with clean lint free cloths, brushes, or sponges? ¿ yes. - did the customer brush the instrument channel, instrument channel port, and suction cylinder? - yes. Olympus will continue to monitor field performance for this device.